Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer¿s blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Reportedly, the customer will load a cartridge and resume insulin delivery following the call with tandem technical support.